Manufacturer narrative:
Additional information was requested and the following was obtained: can you describe the tissue condition when the suture was placed (weak, healthy)? Kidney s/p tumor removal. What date did the patient present with symptoms (# post op days)? Same day. What medical intervention was indicated to treat the patient symptoms? Give rbc¿s return to surgery. What was the indication for using pds suture with clips? Surgeon request. What is the current condition of the patient? Pt doing well.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a partial nephrectomy on (B)(6) 2016 and suture was used. The clips were used to secure suture at the transection of the kidney to control bleeding. A few hours after the procedure, the patient was found to have bleeding requiring reoperation where the remainder of the kidney had to be removed due to blood loss and the partial could not be salvaged. The clip securing the suture appeared to have slipped and led to internal bleeding. It was reported that the patient had blood loss of 2700. It was reported that the bleeding was identified by post op hypotension and there was 600cc of fluid in the drain. The patient received 5 units prbc. The patient is currently recovering fine from the procedures. Additional information has been requested.